Manufacturer narrative:
The hill-rom technician inspected the lift and found that the pin in the strap joint of the ez strapper and the slingbar security clips were missing which led to the patient fall. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the lift's ez strapper to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that when placing the patient on the table, the strap loosened from the slingbar causing the patient to fall. There was no patient or user injury reported. The lift was located in the ribado at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).